Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest cgm value of 244 mg/dl while using the ilet system with a dexcom g7, an inset infusion set on the abdomen, meal announcements for lunch and dinner, recent supply change, physical activity, and a new dizziness medication; the user also double-announced at dinner and was counseled on proper meal announcing. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.